Event description:
Pt intubated with nim e.m.g endotracheal tube, reinforced for surgical intervention of evacuation, of hematoma. S/p parathyroidectomy the day prior. Decision to keep pt intubated one night due to swelling. The metal used for the reinforcement became frayed occluding lumen causing difficulty in suctioning required removal and trach the next day.